Event description:
Customer reported no reactivity with vra138 cell 5 and a patient with anti-c. Customer states the patient with a previous history of anti-d and anti-c, showed no reactivity with cell 5 (d-c+c+).

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory.(B)(4).